Manufacturer narrative:
Product complaint # (B)(4). (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: was there any adverse consequence associated with the patient? -no. Please provide the product code and lot number: -unk.

Event description:
It was reported that a patient underwent a debridement and suture operation on (B)(6)2022 and suture was used. During the procedure, the patient underwent debridement and suture operation surgery due to skin laceration. It was reported that the suture broke when sewing in surgery. The customer feedback that the suture broke easily when knotting. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.